Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Upon evaluation, there was gel leaking from the rear 2-wire therapy electrode. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
Additional information: the patient reported that she had blister burns on her back under the therapy electrode pads. The patient alleged that the device burned her. After removing the device, the burns healed. The patient's electrode belt was returned to the distributor for evaluation. The electrode belt passed functionality testing. A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as red blisters the patient's doctor recommended the patient remove the lifevest until the skin irritation heals. There is no alleged deficiency. Follow up was completed and the skin irritation was resolved. The patient continues to wear the lifevest.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as red blisters the patient's doctor recommended the patient remove the lifevest until the skin irritation heals. There is no alleged deficiency. Follow up was completed and the skin irritation was resolved. The patient continues to wear the lifevest.